Event description:
As reported by the edwards field clinical specialist, the physician encountered difficultly advancing the dilators, especially the 25f dilator. Upon sheath removal, following the transcatheter aortic valve replacement (tavr) procedure, contrast extravasation was noted in the right common iliac artery. Two 10 mm x 39 mm atrium stents and one 10 mm x 100 mm viabahn stents were deployed overlapping in the right iliac arteries. However, contrast extravasation was still noted in the right internal iliac artery. The decision was made to convert to a surgical closure with femoro-popliteal bypass. Additional investigation revealed the following: the peripheral access site was the right common femoral artery. The minimum luminal diameter of the access site was 7.3 mm. Per report, the event was not caused by a device malfunction.

Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The edwards sapien/rf3 training manual instructs on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The physician training manual also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The minimum required vessel diameter for a 22 fr sheath is 7 mm. In this case, the access vessel's minimum luminal diameter was 7.3 mm. The root cause for the reported dissection cannot be confirmed. However, it is possible that the borderline size of the vessel contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no corrective or preventative actions are required.